Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the screw holding the calipers in place of the prograsp forceps instrument fell off and into the patient. The instrument was unusable. The screw was retrieved by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the screw holding the calipers in place of the prograsp forceps instrument fell off and into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument for evaluation but failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a pin from the instrument fell inside the patient during a da vinci assisted procedure. The pin was retrieved during the same procedure. At this time, it is unknown what caused the pin to become dislodged from the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of missing grip pin to be related to the customer reported complaint. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The grip pin was no longer attached to the grips and was not returned with the instrument. The complaint regarding the ¿bolt holding the calipers in place of the prograsp forceps instrument fell off¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.